Manufacturer narrative:
(B)(4). This lot was manufactured from may 4, 2015 to may 5, 2015. The device was returned for evaluation. Visual inspection revealed that the lower part of the housing had a dent. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a malformed housing. There was no patient involvement. No additional information is available.